Manufacturer narrative:
S/w 1.1f a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that she noticed the black thing floating around the tubing. Customer reported crack on battery compartment. The insulin pump will be returned for analysis.